Event description:
It was reported that the pt had his 18cm inflatable penile prosthesis with 3.0cm rear tip extenders removed due to right cylinder fluid loss. A new 18cm ams 700 cx ipp device with 1 cm rear tip extenders was then implanted.

Manufacturer narrative:
Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent.